Event description:
The issue was reported to philips because of a error code "10003" that came out in the xl. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.